Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The universal seal had no visible damage. The reported event with the accessory could not be replicated nor confirmed. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted procedure the port had a black chunk of rubber come off within the patient. The rubber came from the internal ring of the trocar. The fragment was retrieved during the same procedure. The procedure was completed with no patient harm.